Manufacturer narrative:
The technician found the both brake casters are worn most likely due to normal wear and tear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the brake and the brake steer caster to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the brake casters were not holding in brake mode. The bed was located in the bed shop at the facility. There was no patient/user injury reported. (B)(4).